Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the obturator top was disengaged from the shaft. The spring grip and threaded anchor appeared intact. The trocar, cannula, envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a laparoscopic appendectomy when preparing before the operation, the nurse noticed that the head part of the inner cylinder was broken. The procedure was completed with another device. There was no patient involved.